Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/7/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: event date is 8/12/2022. The procedure date is (B)(6) 2022, (B)(4). Date sent to the FDA: 10/7/2022. Corrected b5 narrative: it was reported that a patient underwent an episiotomy procedure on (B)(4) 2022 and suture was used. Post-op, one week after the surgery, the wound was found split. Then the wound was sutured again by the surgeon. Now the patient's incision healed well. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings.. Please describe the appearance of the suture during the second procedure. Did the suture break post-op? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2022 and suture was used. Post-op, one week after the surgery, the wound was found split. Then the wound was sutured again by the surgeon. Now the patient's incision healed well. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/22/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: b1, h6 type of investigation additional information was requested and the following was obtained: on what tissue was the suture used/location of suture placement? Subcutaneous tissue. What tissue dehisced?--subcutaneous tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. How was the suture tied (square knot or multiple knots one end)? How was the dehiscence managed? Unk. Please describe any surgical intervention required for the wound dehiscence including date and findings. The wound was sewed again by the surgeon. Please describe the appearance of the suture during the second procedure. Unk. Did the suture break post-op? Yes. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? The suture was break after the 1st procedure. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The product issue. What is the patient's current status? Good. If applicable, will product be returned? If so, please provide the return date and tracking information. No (B)(4). Corrected information: h6 medical device problem code.